Event description:
It was reported, that the patient presented for remote follow up via merlin.net. A review of the transmission revealed, over-sensed noise exhibited by the right ventricular lead. Subsequent, programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Correction: "a4 - patient weight" was omitted from previous report.